Event description:
Complaint rec'd reporting catheter balloon inflation problems with use of (B)(4) td catheters, lot # 19-684-y1; (B)(4). The catheters were all pre-tested with no issues noted at that time. The catheters were used with an arrow #(B)(4), 9 fr/10cm sheath introducers. The most recent incident occurred (B)(6) where md reports "while floating the catheter in pt went to inflate and could not". The (B)(4) catheter was removed and replaced with no further incident. No add'l info available on the previous two operating room catheter inflation failures. Those devices were removed and discarded. There were no reported adverse pt consequences.

Manufacturer narrative:
MFR's investigation and analysis: device return: rec'd one used 41237-06 td catheters, two 41237-06 packaged same lot samples and one psi kit with integral hemostasis valve/side port (B)(4), lot #2033257. Visual inspection confirmed the one returned used catheter balloon was torn/damaged. There were no visual abnormalities detected with the two 41237-06 same lot packaged samples. Engineering testing and analysis of the two packaged 41237-06 catheters recorded both devices met all performance and product specs. Add'l testing of the two unused 41237-06 catheters with the returned ancillary devices were conducted. Each of the returned packaged same lot sample catheters were inserted through the returned contamination shield and then through the sheath. The catheter balloons were then inflated and remained inflated. The results recorded no tears, damages or abnormalities. As part of ICU medical's continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of this issue; determine the root cause(s) and implement appropriate corrective actions. Add'l engineering investigations and analysis are in progress. Status of the activities include: functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are received every 6 months, but consumption can vary based on sales/market needs. Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. Conclusion: visual analysis of the one used 41239-06 confirmed inflation failure due to torn/damaged balloon. Testing of the two returned same lot packaged samples recorded no performance issues and or out of spec conditions. The exact cause of the reported product issue is unk at this time.